Manufacturer narrative:
Correction: in initial report, the patient's date of birth was inadvertently reported as (B)(6), however the correct date of birth is (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2006, (13 yrs ago) and presented on (B)(6) 2019 for enhancement evaluation due to the topographic changes (irregular astigmatism) in both eyes. Patient was educated on findings and discussed referral for cross-linking evaluation. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of having to use glasses for the last 2-3 years. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2006: right eye pre-op 20/10 -2.50 x -.50 x 150, left eye pre-op 20/10 -3.00 x -.25 x 0. This case is for the intralase laser. A separate report is being submitted for the visx laser.